Event description:
A report was received that the patient was experiencing pain at the pocket site. It was determined that the movement of the ipg could be visually seen. The patient underwent a revision procedure and was reportedly doing well postoperatively.